Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported by the patient they were having difficulty with signal acquisition and taking readings. After troubleshooting with rcts, the patent was able to take a successful reading. Additional information from the patient's spouse reported the patient was going to the emergency room for excess fluid buildup. It was confirmed the patient was admitted from (B)(6) 2026 with primary diagnosis of orthostatic hypotension secondary to chf exacerbation. The patient presented with syncope and shortness of breath. The patient had a chest x-ray and was treated with IV lasix. It was also mentioned the patient is non-compliant with medications. Per the clinic it is unknown if the device could have cause or contributed to the patient's symptoms and hospital admission. The patient has since been discharged home in stable condition.